Event description:
IV pump set to infuse 3.7cc/hr to this infant. At the end of the 4 hour period found that total of 50cc's had infused. Accu check elevated. Fluids discontinued and accu checks ordered to be checked every 2 hours until within normal limits. Biomed check found drive assembly to be dirty, but flow tests to be within expected range.